Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by the pyxibus cable. A field service engineer reseated the pyxibus cable and hardware was rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure and was not detected on bus. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.